Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (d8) and to provide an update to fields (d9, h3, and h4). The device was evaluated by olympus, and the reportable malfunction was not reproduced. Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reason the needle is no longer able to protrude is due to buckling of the sheath. It is possible that the buckling of the sheath was caused by the bending load on the needle tube when it was removed from the tray or during endoscopic insertion. However, the cause of the outbreak could not be determined, and the root cause could not be identified. The event can be prevented by following the instructions for use which state: "when removing the aspiration biopsy needle from the tray, hold the sheath so that it does not jump out of the tray. Removing the sheath without holding it may damage the insertion part of the aspiration biopsy needle. In addition, the elasticity of the insertion tube may cause the entire insertion tube to bounce, and the tip of the needle tube, sheath, or stylet may cause injury to the operator or patient." "Do not round the insertion tube smaller than 15 cm in diameter. The aspiration biopsy needle may break." "Do not insert the aspiration needle while the endoscope is angled. Damage to the endoscope or aspiration biopsy needle may result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the aspiration needle was broken. The issue occurred during preparation for use. The patient had not received anesthesia. The unspecified procedure was finished using another device. There were no reports of patient harm.